Event description:
It was reported that the patient was having a generator replacement due to "no activity" in her generator. The patient's generator was explanted and replaced. The generator had since been returned to the manufacture; however, product analysis is not yet complete. Additional information was received from the surgeon's office indicating that the patient had been referred to the surgeon because her generator wasn't working, and she needed a replacement. She also noted having an increase in seizures. Follow up with a nurse at the patient's treating neurologist's office indicated that the patient was seen on (B)(6) 2011 and at that time, they could not communicate with her generator. The nurse indicated that the patient's increase in seizures was due to the generator not working; however, she could not confirm that the generator was at end of service. The nurse was also not able to provide any programming or diagnostic history for the device. She was also not sure if the patient's increase in seizures was above her pre-vns baseline levels.